Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Mastectomy and first stage on (B)(6) 2024. Removed left tissue expander and it was basically orange. Black dots on bottom. Dr. Is curious if mold is a possibility.

Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The orange color observed was the injected liquid that could cause oxidation of the magnet inside the needle guard from a crack on the needle guard. The oxidation and orange liquid were contained within the device. The black dots reported are not mold, they are part of the oxidation and orange liquid effect. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.